Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, noise was observed. Diaphragmatic stimulation was noted and svt episode was seen. Patient was scheduled for another follow up.